Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "there was an issue when programming a pump for an antibiotic for dose over time (dot). The issue is that the concentration on the IV bag does not match the units used in the drug library (dl). For instance, the bag has grams and the dl has milligrams. Also, when reusing a previously programmed secondary infusion, the screen does not show the volume to be infused (vtbi). A secondary dot infusion was programmed for 1000ml instead of 100ml and it was not caught when use previously programmed secondary was selected. The result was the pump infused too fast. The medication was ceftolozane-tazobactam. No patient injury occurred.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump involved in the reported incident was never returned to any of our b. Braun facilities for investigation or evaluation therefore the issue reported could not be confirmed. Further investigation of the complaint was not possible without a sample. Therefore issues reported could not be confirmed.